Event description:
It was reported the programmer will not boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer would not boot up due to corrosion. (B)(4).